Event description:
Boston scientific received information from a non boston scientific sales representative stating that this right ventricular (rv) lead was difficult to remove from the header. The pins of the rv lead began to separate when the physician was tugging on it. The patient went asystolic during the procedure due to the lead pins separating. The representative confirmed that there were no issues with the lead prior to this procedure. No additional information received. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.